Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. Update 23/january/2019: spoke to rep. A poly swap was performed due to infection (infection reported by surgeon. Unknown if clinically confirmed, infecting microorganism unknown). A 3x16 cs insert was swapped for another device of the same catalog number. Rep can provide one x-ray, and reported no further information would be available due to hospital policy.